Manufacturer narrative:
Block h6: medical device problem code a0406 captures the reportable event of stent material deformation inside the patient. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the device was found with the proximal tip damaged/deformed. The positioner were not returned with the device. A photo was attached and it showed the bladder pigtail section with the tip damage or deformed. A functional evaluation noted that a mandrel 0.035" was loaded into the catheter and no resistance was felt. The reported event was confirmed. According to the analysis performed to the returned device, the stent had the proximal tip section damage/deformed, however, this problem could have been generated due to an excess of force applied when the stent is pushed up with the pusher/positioner over the guidewire, moreover, depending of the anatomy of the patient and the technique applied by the physician could have the reason of the failure faced by the physician, consequently of that the tip got damaged by the tension during the advance of the device and the positioner was inserted into the proximal tip of the catheter. It is most likely that it was generated due to the manipulation of the device or due to the interaction with other devices during the procedure. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteral stenting procedure in the left ureter, performed on (B)(6) 2021. During the procedure and inside the patient, when the physician attempted to push the stent with the positioner, there was difficulty in advancing the stent. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that the stent was deformed.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteral stenting procedure in the left ureter, performed on (B)(6) 2021. During the procedure and inside the patient, when the physician attempted to push the stent with the positioner, there was difficulty in advancing the stent. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that the stent was ripped/torn.